Event description:
A mobile provider called in an issue with a needle. The patient was under anesthesia at the time of the issue. The fprpr3508 needle tested fine but then during the first freeze cycle frost developed on the shaft of the needle. Through the image, the doctor was able to see that the needle created the correct size iceball to finish the case. There was no patient injury.

Manufacturer narrative:
The needle was returned for analysis. The reported "frost on the needle shaft" was verified. The results of the investigation indicated insufficient vacuum insulation of the sleeve. The cause of the vacuum loss could not be determined as no evidence of assembly errors, corrosion attack or rough handling were found on the vacuum sleeve component. The root cause of the issue could not be determined. The risk to a patient of a vacuum loss is the potential for a skin burn. This case was completed successfully, however, with no patient injury.